Event description:
The patient presented to the hospital for a follow-up and extended charge times were observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time anomaly was confirmed in the laboratory. Analysis of the device identified an anomalous component within the hybrid circuitry. This would account for the high voltage charge times.